Event description:
The advocate called for help with the customer's breeze2 meter. While troubleshooting, she performed control tests and received a result of 210 mg/dl. The normal control range was 92-126 mg/dl. No adverse events were alleged. The test strips and meter are to be returned for evaluation. Replacement products were sent to the customer.